Manufacturer narrative:
Service performed extensive troubleshooting on the alinity I processing module, serial number (B)(6) to resolve the issue. During that troubleshooting, service observed leaking from the 100ul buffer pump (rohs). The 100ul buffer pump (rohs) was deemed the likely cause for the false elevated troponin results; therefore, the part was replaced. The replacement of the 100ul buffer pump (rohs) was determined the issue resolution. The module function was verified with a control run. No contributing factors in the month prior to the complaint were identified in-regards to the system. The service history of the alinity I processing module, serial number (B)(6) verifies no subsequent issues have been reported related to false elevated results post service intervention. A review of tracking and trending did not identify any trends for the part and for the alinity I processing module with regards to the current issue. The device history records were reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Updated information received 02feb2023: h4 - device mfg date: 01feb2022. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I results for 2 male patient samples. The following data was provided: on (B)(6) 2023: sid (B)(6): initial result: 49.7 ng/l; repeat on alternate alinity I (B)(4): 12.3 ng/l; ran a third time on original instrument (B)(4): 9.9 ng/l sid (B)(6): initial result: 63.6 ng/l (result released); repeated on same alinity on (B)(6) 2023: 1.4 ng/l; the third result: 2.1 ng/l the customer's normal range for troponin-I was males: < 35 ng/l and females: < 14 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.